Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 37 mg/dl, 66 mg/dl and 77 mg/dl. The customer also received loss of communication and change sensor. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.